Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and three three-way stopcocks were returned for evaluation. A non-edwards contamination shield was located on the catheter between 60 cm and 105 cm proximal from the catheter tip. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. Balloon was found to be ruptured at the central area of the balloon latex with flap. Both ruptured edges appeared to have the same shape. All through lumens were patent without any leakage or occlusion. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.15 ohms. No visible damage or abnormality to the catheter body, or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pressure issue could not be confirmed during the evaluation; however, the balloon was found to be ruptured with no missing latex. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that when a catheter was inserted into the pulmonary artery, the clinician noted that the waveform of the pulmonary artery wedge pressure (pawp) was different than expected. Upon catheter removal, the balloon was found to be ruptured. The balloon inflation test was performed before use without problem. No patient complications were reported. Information about patient's age was unable to be obtained.